Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 70 and blood glucose was 253 mg/dl. Customer did not receive intermittent calibration error alarms. Troubleshooting could not be performed as customer had to be taken to school. Caller was advised to monitor and call back should issue persist.